Manufacturer narrative:
The fsr replaced the level sensor. The unit operated to the manufacturer's specifications.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the level sensor was not functioning and was deteriorated. There was no patient involvement.